Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the pump fill estimate gauge was inaccurate, battery gauge was inaccurate, and an unexpected pump shutdown occurred. Customer¿s blood glucose level was 302 mg/dl. Reportedly, the customer did not have alternate insulin therapy available. Multiple attempts were made to follow up with the customer on the reported issue, however, no response from the customer was received.